Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message upon powering on. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during the functional testing and the archive data review. The root cause of the reported complaint was failed load cells. The archive data indicated ua07 errors, confirming the reported complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the reported complaint. The load cell characterization check revealed overreporting load cells, which were replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).